Event description:
It was reported that the indication for intra-aortic balloon (iabp) therapy was cs (cardiac support). While in the intensive care unit, the intra-aortic balloon (iab) was inserted via the pt's left femoral artery. During iabp therapy the pump alarmed possible helium loss, high baseline. The pump was exchanged and the second pump worked without any problems. There were no reported pt complications. There was no reported death or pt injury. Medical/surgical intervention was not required. The pt outcome is listed as okay. The technician for the third party service organization noticed the high baseline and as a result, exchanged the valve block without success. The pump will checked by the third party service organization. The pump is under warranty.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.